Event description:
I had essure coils and had to have them surgically removed due to constant severe pelvic pain and I also had a lack of menstrual cycle from the time I had them put in till when they were removed.